Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type. Additional information - h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient complained of having pain in her leg when wearing for 8 hours a day. I suggested that she reduce the number of hours that she wears it per day to see if there is improvement. The bone healing system (bhs) device was not returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient complained of having pain in her leg when wearing for 8 hours a day...I suggested that she reduce the number of hours that she wears it per day to see if there is improvement.